Event description:
It was reported that during an unspecified orthopedic surgery, it was observed that the sagittal saw attachment device jammed up and was not working. There were no delays to the planned surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the manufacturing location was unknown. The device manufacture date is unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling shaft would not rotate smoothly, the saw blade would not secure properly, and the attachment also got hot. Therefore, the reported condition was confirmed. It was determined that the bearings, the housing, and the internal components were all corroded. The assignable root cause was determined to be most likely due to wear on the components from repeated sterilization and normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.